Manufacturer narrative:
The device was received fully deployed, with the cannula visible. No damages or defects were found with the cannula sub-assembly. The device ran for 3784 pulses without any timeouts, drive stalls, or pulse width increases. Investigation of the returned device found no problems that would contribute to a needle mechanism failure, or a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that a patient's blood glucose (bg) levels reached between 18 mmol/l (324 mg/dl) and 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Upon inspection, it was noticed that the pod was leaking. The pod was removed and the patient saw that the cannula had retracted or did not deploy; indicating a needle mechanism failure. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).